Event description:
The tsw35 and tsb35 were used during a laparoscopic appendectomy. The tsb35 would not fire. The tsw35 was opened and it stuck on the tissue after firing. The handles had to be manually separated to open the instrument. There was no consequence to the pt.